Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal section of the stent were lifted from their crimped position. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 16mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00 x 16mm synergy drug-eluting stent was advanced for treatment. However, the stent strut lifted up upon crossing the mid and proximal end of lad. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 16mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00 x 16mm synergy drug-eluting stent was advanced for treatment. However, the stent strut lifted up upon crossing the mid and proximal end of lad. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.